Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, contrast in the balloon, in the inflation lumen and on the balloon and shaft, consistent with preparation and the stent delivery system (sds) being advanced over a guide wire. The stent implant was partially expanded and was stationary on the balloon, but not between the markers. The distal end of the stent implant was located 4 mm proximal to the distal balloon markers. There were overlapping struts in the first row of the proximal end of the stent implant. There were mangled struts in the first and second rows of the distal end of the stent implant. The stent implant was not loose on the balloon as reported. There were crimp marks on the balloon between the distal balloon marker suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was partially inflated with contrast. There were multiple bends and kinks throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Stent mislocation/movement can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. The stent outer diameters could not be measured due to the stent being partially expanded. In this case, it is possible the stent interacted with the lesion/anatomy during advancement, resulting in the stent moving on the balloon as there was no damage and the stent was not noted to be mislocated during the inspection prior to use. It is possible the sds was inadvertently pressurized after the procedure, resulting in the stent partially expanding. Additional handling during packaging, handling and return to abbott vascular for analysis may have contributed to the noted stent damage. A conclusive cause for the mislocated stent could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for loose/mislocated stents for this lot. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during use of the xience v stent system in an unspecified vessel, the stent sheared off. The abbott account manager looked at the device after the procedure and the stent was not dislodged, but had moved forward on the catheter. There was no reported adverse patient effect or significant clinical delay in the procedure. Though requested, no additional information was provided.